Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034 - 2017 - 07992, 0001825034 - 2017 - 07993. Concomitant products: 103202 taperloc por fmrl 7.5x135 lot# 019680, us157850 m2a-magnum pf cup 50odx44id lot# 545940, 163663 28mm dia cocr mod hd +3mm nk lot# 916200. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for unknown reasons. No further information has been made available.